Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported that this is a mets df revision. They will keep in place the tibial component that fits well. This is an aseptic loosening of the femoral stem.